Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during surgery the tibia nail placement was performed retrogradely with an entry point in the calcaneus, sure shot technique was performed for placement of two proximal locking screws, and placement of two distal screws with directional arm at the calcaneus level. The specialist decided to place the tibia nail of 8.5 320 mm because when performing the corrective osteotomies in the tibia at the distal and diaphyseal level, the hind foot nail did not cover the length required for fixation. The surgery was finish using an alternate technique. No adverse events or health problems have occurred to the patient. There was a delay below 30 minutes and no backup device was necessary to finish the surgery.